Event description:
(B)(4). I had essure implanted in (B)(6) 2006. It was extremely painful to the point that I held my breath long enough for my lips to turn blue. I remember there being a lot of blood, or at least a lot more than I thought there would be after watching the video explaining how the procedure would go. After having essure for a couple of years I began having miserable periods which included terrible pain across my abdomen and back as well as shooting pain on my left side. As the years went on the pain grew worse. I had an ultrasound soon after to see what all the pain was during ovulation without any discovery. The pain began to be excruciating to the point of being put on continuous birth control pills, skipping sugar pills to stop ovulation. Unfortunately that didn't stop it. I had a CT scan a year ago thinking maybe I had a hernia, but nothing was found. Finally, due to family history of ovarian cancer I was able to get a complete hysterectomy and now my pain is gone. The pathology report was clear that I didn't have any ovarian cancer. The only explanation is that essure was causing the pain.